Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump currents are within specification. No unexpected off no power without low battery indicator. No a39 alarm. The insulin pump has minor scratched lcd window, cracked case near the display window corners, battery tube threads cracked and cracked reservoir tube lip.

Event description:
It was reported via phone call that the customer received an off no power alarm. Customer's blood glucose level at the time 120mg/dl. Customer declined troubleshooting. The customer was advised that the device would be replaced and agreed to return the product for analysis.